Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the light source turned off during a procedure.

Event description:
It was reported that the light source turned off during a procedure.

Manufacturer narrative:
Alleged failure: light source heating up. Probable root cause: - led fan - front board - main board - led module - thermal switch - use errors. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence.